Event description:
During the angiogram and stent of the right iliac artery the balloon ruptured. The balloon was not able to be retrieved percutaneously and the pt was sent to the operating room for removal of the device. A short time later the pt went into hypotensive shock and eventually expired.